Event description:
It was reported to philips that there is an intermittent display issue. The display was fuzzy and had "lines". The customer rebooted the device and the issue was temporarily resolved. There was no reported adverse patient impact.